Manufacturer narrative:
Philips has investigated this complaint. Philips checked the system on site and confirmed the reported issue. Onsite inspection and troubleshooting of the system was performed, which involved the proactive replacement of parts related to display monitors. This confirmed that the failure displayport and the video splitter dvi were the most likely cause of the problem. These parts were replaced after which the system was returned to use in good working order. No similar complaints have been identified. Consequently, philips has closed this complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
Philips has received through the food and drug administration medwatch program a voluntary event report submitted by vail health (report number mw5089116). In this report, it was reported: ¿during a cardiac ablation procedure, the philips allura xper fd20 x-ray malfunctioned and the image did not transmit to the cath lab monitor. The manufacturer was called and they were unable to complete the planned procedure. The sheaths were removed and the patient was recovered and discharged in stable condition.¿ the voluntary event report indicated as event report type ¿serious injury¿ and as event outcome ¿required intervention.¿ in the event description, it was reported: ¿the patient was recovered and discharged in stable condition¿. A cardiac ablation procedure is an elective procedure. Based on this information, philips considers the reported event to be a non adverse event. Philips has initiated an investigation of this complaint.